Event description:
The customer reported suspicion of deep tissue damage on a patient coincident with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported suspicion of deep tissue damage on a patient coincident with use of the progressa bed. The patient in this event was a 67-year-old male with a medical history of diabetes, arterial hypertension, acute respiratory distress, sepsis, and liver abscess with a body mass index of ¿30, 45¿. The patient was hospitalized on (B)(6) 2023 and suspicion of deep tissue damage to the coccyx and gluteus was noted on (B)(6) 2023. Per the customer, during the patient¿s 6 days on the progressa bed, the patient was not being turned, including 5 days after the suspected deep tissue injury was noted. On (B)(6) 2023, the patient was moved to another bed/therapeutic mattress and no additional treatment was reported. There was no delay in treatment or procedure because of the event. The customer stated they were using one loose fitting cotton linen on the bed and the bed was in ¿normal¿ pressure mode. There were no bed alarms noted and no specific malfunction was reported. The customer assumes the pillow is not effective for patients with polytrauma. As of this writing, the patient was reported to be recovering from suspicion of deep tissue damage. No additional information was reported. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. As of this writing, there is no confirmation the suspected deep tissue damage has resolved and is therefore considered a serious injury for the reasons stated above. As of this writing, no medical or surgical intervention has been reported to preclude permanent impairment of a body function or permanent damage to a body structure, however, based on images of wounds submitted by customer, it can be reasonably concluded a serious injury occurred. Additionally, the customer reported no turning of the patient occurred on the bed, thus misuse can also not be excluded as potentially causing or contributing to the event. The hillrom service technician inspected the progressa bed and no malfunction was identified. As previously stated, based on images of wounds submitted by customer, it can be reasonably concluded a serious injury occurred. Additionally, the customer reported no turning of the patient occurred on the bed, thus misuse can also not be excluded as potentially causing or contributing to the event. Based on this information, no further action is required.